Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained at the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient feels the pain. The patient has implanted tibial plateau seven years. During scorpio revision surgery, doctor found the cement wasn't bonding with tibial plateau. The femoral and tibia were all loosed. Finally, femoral and tibia were replaced by new one. The doctor want to know what is reason lead to loosed. He think prosthesis should be able to use 10 years.

Manufacturer narrative:
An event regarding alleged loosening involving a scorpio tibial baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant was rejected because the x-ray was undated; it does not confirm components were loosened. Device history review: could not be performed as no lot information was provided. Complaint history review: could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient feels the pain. The patient has implanted tibial plateau seven years. During scorpio revision surgery, doctor found the cement wasn't bonding with tibial plateau. The femoral and tibia were all loosed. Finally, femoral and tibia were replaced by new one. The doctor want to know what is reason lead to loosed. He think prosthesis should be able to use 10 years.